Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Data logs were returned for review. Lt logs showing placement signal (ps) steadily declining for +50 mmhg to greater than -50mmhg. Several suction alarms, impella position unknown alarms and ps low alarms were found. A0-ps signal decoupling with suction indicated and optical 5s particularly signal-to-noise ratio, contrast are widespread and variable during whole case. No major issues with gain, lamp & light. Rt log on (B)(6) showing several suction alarms with aorta-ps decoupling. Pulmonary arterial pressure (pap) and central venous pressure (cvp) are lost whenever suction alarms are active. Rt log on (B)(6) morning with ps low/impella position unknown alarms. Aorta-ps decoupling and pap, cvp lost for long time with suction/impella position unknown. Imc logs are not available for the complaint timeline with second console. The root cause of the optical signal issue was not determined since product was not returned and due to inconclusive evidence per log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella 5.5 support, the impella placement signal readings were low compared to the patient's noninvasive cuff pressure and arterial line. With repeat alarms and false pressure readings, the placement signal and suction alarms were turned off. Positioning was verified via echocardiography, and support continued. It was reported that care was withdrawn and the patient died.